Event description:
Reporter alleged customer was unconscious and blood glucose result was 118 mg/dl on the customer's advantage system. Reporter stated the paramedics arrived and within 5-10 minutes later their glucose measurement for the customer was 48 mg/dl. Reporter indicated customer was treated with a "glucose water injection." Reporter stated insulin was last delivered one hour before the event based on a value of > 200 mg/dl and a normal blood glucose value for the customer is reported to be 100-147 mg/dl. It was stated the test strips being used at the time of the testing were expired. No other actions or treatment was reported. A request was made for the return of the suspect device and replacement product was sent.